Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: [facility ni]. (B)(6) m.d. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure performed: laparoscopic ventral hernia repair with 10 cm x 15 cm gore-tex dualmesh plus. Assistant: sonya crump, p.a.-c. Anesthesia: general. Indications for the procedure: ¿the patient is a 26-year-old female who presents with a midline ventral hernia. She is scheduled for laparoscopic repair.¿ operation/procedure description: ¿after obtaining informed consent, the patient was taken to the operating room and placed in a supine position. General anesthesia was induced and the patient¿s abdomen was then prepped and draped in the standard surgical fashion. A left upper quadrant 10 mm incision was made and the veress needle was inserted into the abdominal cavity. The abdomen was then insufflated and the protected optiview trocar was then placed under direct vision. There was no evidence of any injury to the intraabdominal contents upon the introduction of the veress needle or of the trocar. The defect was noted to be about 4 cm to 5 cm in size and a piece of gore-tex dualmesh plus, 10 cm x 15 cm, was sized adequately to cover all hernia defects, with several centimeter overlap circumferentially. Four stay sutures were placed and the mesh was placed into the abdominal cavity. It was affixed to the anterior abdominal wall, after lowering the intraabdominal pressure to 8 mmhg. It was further affixed with the protac device. Another stitch was placed through the mesh and this further secured it to the anterior abdominal wall. There was no evidence of any bleeding. All incisions looked good. They were closed with steri-strips and absorbable suture, and sterile dressings. The patient tolerated the procedure well and she was awakened, extubated and taken to the post anesthesia care unit in stable condition.¿ product identification records for the alleged ¿gore-tex dualmesh plus¿ were not provided. Records between (B)(6) 2007 and (B)(6) 2013 were not provided. (B)(6) 2013: (B)(6) , hospital. (B)(6) md, facs; (B)(6) , md. Operative report. Preoperative diagnosis: abdominal pain. Postoperative diagnosis: incisional hernia. Procedure performed: excision of peritoneal foreign body. Repair of recurrent incisional hernia. Implantation of mesh. Bilateral rectus abdominis myofascial advancement flaps. First assistants: (B)(6) md; (B)(6) md. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Specimens: peritoneal foreign body to pathology. Findings: intraperitoneal ptfe [polytetrafluoroethylene] mesh secured with spiral tacks and polyester suture. Indications for procedure: ¿the patient has a history of having had laparoscopic hernia repair with a ptfe [polytetrafluoroethylene] mesh back in the mid-2000s. She has had abdominal pain that has occasionally been relieved by laparoscopic exploration, adhesiolysis and removal of some endometrial implants. However, she has recurrent pain despite having had these procedures. After thorough discussion of risks, benefits, and alternatives, she was counseled on removal of her mesh as the possible source of pain. She understands that the pain may not get better as well as other multiple possible complications. She was agreeable to proceed.¿ description of procedure: ¿the patient was brought to the operating room, placed in supine position on the operating table. She was put to sleep uneventfully by anesthesia. Foley catheter was placed. Her abdomen was prepped and draped out sterilely. A vertical midline was created approximately 15 cm long right around the umbilicus. This was deepened using the bovie cautery down to the fascia. The fascia was opened using the bovie. We identified the ptfe [polytetrafluoroethylene] mesh just deep to this. We then identified the top edge of this. We were able to get intraperitoneal sharply with metzenbaum scissors. On palpating, there was no adherent bowel to the mesh. We then were able to grasp the mesh using kocher clamps and were able to excise this using the bovie and sharp dissection. Multiple spiral tacks were encountered. All these that we could identify were removed. We also cut the polyester suture that was holding the mesh in place as well. The mesh had obviously contracted down. It was by report a 10 x 15 cm piece of mesh and on removal was approximately 8 x 8 cm. The mesh was fully excised and sent to pathology as specimen. At this point we now had a hernia defect that needed to be repaired. We were able to get into the bilateral retrorectus space using the bovie. We freed this up, elevating the rectus off of the posterior sheath and down to below the arcuate ligament, staying preperitoneal. There was a fairly large defect located just at the umbilicus and below, approximately 8 x 8 cm where the mesh was removed. After our mobilization of the posterior rectus sheath for a length of about 20 x 12 cm we were able to close the superior-most part of the posterior rectus sheath back together using number 1 vicryl. We also were able to close some of the lower part of the peritoneum. However, this still left us with about an 8 x 8 cm defect. We elected to place a piece of vicryl mesh cut to fit this space and secured it using a running number 1 vicryl suture. At this point, we measured our defect and selected a 15 x 10 cm piece of xenmatrix mesh. We then secured this into the retrorectus space using four number 1 pds sutures and after this bilateral posterior rectus sheath releases, we were able to bring the bilateral anterior rectus sheath back together without any tension. We had placed a number 19 blake drain into the retrorectus space on top of the mesh. We then irrigated and aspirated out the fluid, inspected for bleeding. No complications were noted. At this point, we went ahead and closed our anterior rectus sheath using running looped number 1 pds from the top and bottom, tying it in the midline. Subcutaneous tissues were irrigated with saline and the midline wound was closed with deep buried dermal 3-0 vicryls, followed by running 4-0 monocryl. Mastisol and steri-strips were applied. The patient tolerated the procedure well. Sponge and needle counts were correct. Dr. Roth was present for the entire case.¿ (B)(6) 2013: (B)(6) hospital. (B)(6) m.d. Pathology report. Diagnosis: soft tissue and mesh, ventral hernia repair; refractile foreign material consistent with mesh with associated fibrosis and focal chronic inflammation. Clinical history: the working diagnosis is abdominal pain. Operative procedure; previously placed mesh, open ventral hernia repair, implantation biologic mesh. Description of specimen: a; explanted mesh. Microscopic description/comment: a resident has participated in this service. A pathologist has performed and is responsible for the reported pathologic evaluation. Gross description: a single specimen is received in formalin labeled explanted mesh and consists of a roughly rectangular shaped fragment of mesh with attached fibrofatty tissue that is 6.9 x 5.8 x 0.7 cm. Representative sections a1. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available .for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn¿. Medical records: ¿ the known medical records span (B)(6) 2007 through (B)(6) 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6) 2007 through (B)(6) 2013 were not provided. ¿ product identification records for the alleged ¿gore-tex dualmesh plus¿ were not provided. Patient information: medical history: ¿ [not provided] surgical procedures: ¿ unknown date: ¿laparoscopic exploration¿ ¿ unknown date: adhesiolysis ¿ unknown date: ¿removal of some endometrial implants¿ ¿ (B)(6) 2007: laparoscopic ventral hernia repair with 10 cm x 15 cm gore-tex dualmesh plus. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2013: excision of peritoneal foreign body; repair of recurrent incisional hernia. Implantation of mesh. Bilateral rectus abdominis myofascial advancement flaps. Implant: xenmatrix mesh. ¿ implant preoperative complaints: ¿ (B)(6) 2007: ¿indications for the procedure: the patient is a 26-year-old female who presents with a midline ventral hernia. She is scheduled for laparoscopic repair.¿ implant procedure: laparoscopic ventral hernia repair with 10 cm x 15 cm gore-tex dualmesh plus. [Implant: gore® dualmesh® plus biomaterial, unknown/unknown]. Implant date: (B)(6) 2007 ¿ wound classification: unknown ¿ description of hernia being treated: ¿a left upper quadrant 10 mm incision was made and the veress needle was inserted into the abdominal cavity. The abdomen was then insufflated and the protected optiview trocar was then placed under direct vision. There was no evidence of any injury to the intraabdominal contents upon the introduction of the veress needle or of the trocar. The defect was noted to be about 4 cm to 5 cm in size.¿ ¿ implant size and fixation: ¿a piece of gore-tex dualmesh plus, 10 cm x 15 cm, was sized adequately to cover all hernia defects, with several centimeter overlap circumferentially. Four stay sutures were placed and the mesh was placed into the abdominal cavity. It was affixed to the anterior abdominal wall, after lowering the intraabdominal pressure to 8 mmhg. It was further affixed with the protac device. Another stitch was placed through the mesh and this further secured it to the anterior abdominal wall. There was no evidence of any bleeding. All incisions looked good. They were closed with steri-strips and absorbable suture, and sterile dressings.¿ explant preoperative complaints: ¿ (B)(6) 2013: ¿indications for procedure: the patient has a history of having had laparoscopic hernia repair with a ptfe [polytetrafluoroethylene] mesh back in the mid-2000s. She has had abdominal pain that has occasionally been relieved by laparoscopic exploration, adhesiolysis and removal of some endometrial implants. However, she has recurrent pain despite having had these procedures . After thorough discussion of risks, benefits, and alternatives, she was counseled on removal of her mesh as the possible source of pain. She understands that the pain may not get better as well as other multiple possible complications. She was agreeable to proceed.¿ explant procedure: excision of peritoneal foreign body. Repair of recurrent incisional hernia. Implantation of mesh. Bilateral rectus abdominis myofascial advancement flaps. [Implant: xenmatrix mesh]. Explant date: (B)(6) 2013 ¿ wound classification: unknown ¿ findings: ¿intraperitoneal ptfe [polytetrafluoroethylene] mesh secured with spiral tacks and polyester suture.¿ ¿ operative report: ¿a vertical midline was created approximately 15 cm long right around the umbilicus. This was deepened using the bovie cautery down to the fascia. The fascia was opened using the bovie. We identified the ptfe [polytetrafluoroethylene] mesh just deep to this. We then identified the top edge of this. We were able to get intraperitoneal sharply with metzenbaum scissors. On palpating, there was no adherent bowel to the mesh. We then were able to grasp the mesh using kocher clamps and were able to excise this using the bovie and sharp dissection. Multiple spiral tacks were encountered. All these that we could identify were removed. We also cut the polyester suture that was holding the mesh in place as well. The mesh had obviously contracted down. It was by report a 10 x 15 cm piece of mesh and on removal was approximately 8 x 8 cm. The mesh was fully excised and sent to pathology as specimen. At this point we now had a hernia defect that needed to be repaired. We were able to get into the bilateral retrorectus space using the bovie. We freed this up, elevating the rectus off of the posterior sheath and down to below the arcuate ligament, staying preperitoneal. There was a fairly large defect located just at the umbilicus and below, approximately 8 x 8 cm where the mesh was removed. After our mobilization of the posterior rectus sheath for a length of about 20 x 12 cm we were able to close the superior-most part of the posterior rectus sheath back together using number 1 vicryl. We also were able to close some of the lower part of the peritoneum. However, this still left us with about an 8 x 8 cm defect. We elected to place a piece of vicryl mesh cut to fit this space and secured it using a running number 1 vicryl suture. At this point, we measured our defect and selected a 15 x 10 cm piece of xenmatrix mesh. We then secured this into the retrorectus space using four number 1 pds sutures and after this bilateral posterior rectus sheath releases, we were able to bring the bilateral anterior rectus sheath back together without any tension. We had placed a number 19 blake drain into the retrorectus space on top of the mesh. We then irrigated and aspirated out the fluid, inspected for bleeding. No complications were noted. At this point, we went ahead and closed our anterior rectus sheath using running looped number 1 pds from the top and bottom, tying it in the midline. Subcutaneous tissues were irrigated with saline and the midline wound was closed with deep buried dermal 3-0 vicryls, followed by running 4-0 monocryl.¿ ¿ (B)(6) 2013: pathology ¿ ¿diagnosis: soft tissue and mesh, ventral hernia repair; refractile foreign material consistent with mesh with associated fibrosis and focal chronic inflammation. ¿ ¿clinical history: the working diagnosis is abdominal pain. Operative procedure; previously placed mesh, open ventral hernia repair, implantation biologic mesh.¿ ¿ ¿description of specimen: a; explanted mesh.¿ ¿ ¿gross description: a single specimen is received in formalin labeled explanted mesh and consists of a roughly rectangular shaped fragment of mesh with attached fibrofatty tissue that is 6.9 x 5.8 x 0.7 cm.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.